Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. At this time there is no allegation of device malfunction contributing to the patient's death. If additional information is received a supplemental MDR will be filed.

Event description:
It has been reported that the patient was experiencing increased bg levels and was admitted to the hospital for diabetic ketoacidosis (dka). The patient's dka had been resolved during the admission and device logs show the pod expired on (B)(6) 2023. The patient suffered 2 cardiac events and passed away on (B)(6) 2023 am. It is unknown how the patient's diabetes was being managed during the hospital admission.